Manufacturer narrative:
The reported event was confirmed as the evaluation revealed that the eyepiece is damaged, a part is broken off (see evaluation pictures 1 + 2). A most likely cause is hitting the endoscope, dropping the endoscope, or improper use / handling. Further the distal tip is damaged and the shaft has scratches (see evaluation pictures 3 - 5).

Event description:
It was reported that the eyepiece of the laparoscope is broken off. It was noticed after the surgery. There was no harm for patient, operator or third party. No further information received.